Event description:
It was reported that during an implant procedure, the device was post-paced t-wave oversensing on the ventricular lead. The patient was asymptomatic. The oversensing was noted on a real-time egm. Programming changes were made. The patients condition is good.